Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 450 mg/dl and 162 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer does not allege pump was under delivering. The customer declined to troubleshoot on high blood glucose. The insulin pump will not be returned for analysis